Manufacturer narrative:
The unit was received dirty and was tested as received. It passed all accuracy tests, however it failed shield continuity test due to solution spills. The complaint of overdelivery could not be duplicated.

Event description:
User from account called to report an incident that occurred more than a month earlier when he said they had programmed station 4 for 300 ml but it delivered 400 ml. The caller could not state how this was determined. At the time, station 5 was used in place of station 4 since it was available. The caller stated that there was no pt involvement. The unit was taken out of service and swapped out.